Manufacturer narrative:
(B)(4). Evaluation summary: evaluation of the returned device found that the posterior cuff miss occurred as evidenced by the posterior cuff remaining in the foot pocket. There was no needle strike mark observed at the posterior foot, suggesting that the posterior needle was deflected away from the posterior foot during needle deployment. Because the posterior needle did not engage with the posterior cuff, the cuff was not ejected from the foot. When the plunger was removed from the device, the link was held on one end by the posterior cuff in the foot pocket while being pulled on the other end by the withdrawal of the plunger. This resulted in the anterior cuff detaching from the needle as indicated by damaged anterior cuff tabs. The posterior cuff miss that subsequently resulted in anterior cuff-to-needle tip detachment could appear very similar to the reported suture break when retracting the needle plunger. Because the original plunger was not returned with the device, during lab testing, the proxy plunger was inserted to test the needle trajectory and push mandrel travel length and the results met the manufacturing criteria. The needle trajectory of every device is checked twice during manufacturing. Based on the successful test of the devices needle trajectory in the lab and testing during manufacturing, the probable root cause for the posterior cuff miss and subsequent anterior cuff-to-needle tip detachment is needle deflection due to interaction with human tissue or a failure to maintain a stable position of the device with respect to the tissue tract. No manufacturing or quality issue was detected. A query of the complaint database for this lot revealed no similar incidents with reported suture break during the needle plunger retraction. A review of the product lot history record did not reveal any nonconforming material records associated with this lot. This type of reported event will continue to be monitored.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a physician, trained in the use of the proglide device, attempted arteriotomy closure of a non-calcified right common femoral artery after an interventional procedure. Reportedly, the suture broke when the plunger was retracted from the device body. The device was removed and another proglide was successfully used to achieve hemostasis. There were no adverse patient effects reported. Though requested, no additional information was provided.